Event description:
It was reported that during a prostate procedure, the fiber tip detached @ 10 minutes. The procedure was completed using a second fiber. There was "no injury to the patient" reported.